Manufacturer narrative:
In an associated complaint of the user (B)(4), the user reported having an issue with persistent sensor disconnections, which led to a transmitter replacement. Replacing the transmitter, however, did not resolve the issue, hence the user was referred back to his hcp the next steps such as assistance with locating the sensor and/or removal.it was confirmed that a sensor hadn't been inserted during the previous appointment and a new 365 sensor was inserted and the user was assisted with pair up and link up. After dms review, we confirmed that the new transmitter sn (B)(6) was linked to the new sensor sn (B)(6) and the user has entered warm up phase.

Event description:
On 28 november 2024,senseonics was made aware of an incident where the user was offered a transmitter replacement due to a sensor linking issue with the transmitter. Replacing the transmitter did not resolve the issue, hence the user was referred back to his hcp to discuss next steps such as assistance with locating the sensor and/or removal.